Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt implanted with an lcp proximal femur plate on an unk date. The plate broke postoperatively and was removed on (B)(6) 2011.